Event description:
The consumer stated she was diagnosed with toxic shock syndrome after using the kotex tampons in (B)(6) 2014. The consumer stated she was hospitalized for 1 week and treated with antibiotics. Then two weeks later, she got another infection, went on antibiotics, and the gynecologist said that she had toxic shock syndrome again. Consumer continues with medical follow-up.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.